Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology currently was tortuous and slightly calcified. It was reported that the patient presented to the ER with abdominal pain. A CT revealed a type iii separation endoleak between another manufacturer's cuff and the bifurcate, a type iii fabric endoleak midway down the left limb, a distal type ib endloeak at the end of the right limb and a potential type ii endoleak. The aneurysm was 8cm in diameter. The cause of the type iii separation endoleak and suspected migration was likely due to disease progression (aortic expansion), since the original bifurcate was a 24 graft and was treated with a 36 cuff. The cause of the endoleak in the limbs may be due to a stent fracture. The patient received an intervention where the stent grafts were re-lined to resolve the endoleak. A 36 endurant aortic cuff and two limbs were implanted, which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. The review of returned films 10 years post-implant revealed that an aneurx stent graft system had been implanted in the patient. The current max diameter aaa is 8cm. The aneurx bifurcate is currently approximately 2cm below the renals, and another mfg¿s aortic cuff has been implanted to bridge up to the renals. There is approximately 1cm of bifurcate/cuff overlap; however, the reported type iii separation endoleak cannot be confirmed (or ruled out) from these images. The other manufacturer's cuff proximal od is 28mm and the aneurx bifurcate proximal od is 25mm. The cause of the separation and possible endoleak is uncertain, but may be due to oversizing of the cuff within the 24mm aneurx and morphology changes. The cause of the aneurx migration appears likely due to disease progression; neck dilatation. The ipsilateral limb and ipsi extension were positioned down into the left external iliac artery; the left distal stent graft od is approximately 14mm. Near the overlapping junction of the ipsi limb and extension there are multiple stent fractures with a type iii fabric endoleak; the cause of the fractures likely leading to the type iii is uncertain. The contra limb and extension were placed into the right common iliac artery which is aneurysmal (24mm diameter). The right distal stent graft od is 15-16mm and there is a distal type I endoleak which may be due to disease progression; iliac artery dilatation. Earlier post-implant images and films post-intervention were not provided.

Manufacturer narrative:
(B)(4).